Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the subject device was deployed to the distal one-third, the operator observed that the three distal radiopaque markers of the stent had not expanded, and only one marker was visible under fluoroscopy. The operator determined that the distal portion of the subject device had failed to open. The physician withdrew the subject device and microcatheter together. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the subject device was deployed to the distal one-third, the operator observed that the three distal radiopaque markers of the stent had not expanded, and only one marker was visible under fluoroscopy. The operator determined that the distal portion of the subject device had failed to open. The physician withdrew the subject device and microcatheter together. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
B1 - adverse event/product problem - corrected - no product problem. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H1 - type of reportable event - corrected - no malfunction. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was received in a fully open condition and was noted to be intact. All three marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. A functional inspection could not be performed as the stent was returned in a deployed, fully opened condition. The reported event of 'stent failed/unable to open' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as moderately tortuous. It was reported that the 'following standard flushing and preparation in vitro, the stent was delivered through the microcatheter to the appropriate location. The operator fixed the stent delivery wire and slowly retracted the microcatheter to deploy the stent. When the stent was deployed to the distal one-third, the operator observed that the three distal radiopaque markers of the stent had not expanded, and only one marker was visible under fluoroscopy. The operator determined that the distal portion of the stent had failed to open. For patient safety, the stent and microcatheter were withdrawn together as an assembly. After removal, it was confirmed in vitro that the stent distal end had not opened. To continue using the same microcatheter, the operator fully pushed the stent out of the microcatheter. After removal, the operator manually squeezed the mid distal portion of the stent, and the stent then opened properly. The operator then repositioned the original microcatheter using super-selection, introduced a new stent, which was delivered and successfully deployed'. The stent was received in a deployed condition. The stent was received in a fully open condition and was noted to be intact. All three marker bands were present on both ends of the stent. The sdw and the introducer sheath were returned. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. It is likely that the user experienced difficulty with opening of the stent due to unknown procedural and/or anatomical factors. Based on review of all available information an assignable cause of not confirmed has been assigned to the reported event of 'stent failed/unable to open'. An assignable cause of procedural factors has been assigned to the analysed event of 'sdw kinked/bent'. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.